Manufacturer narrative:
Upon evaluation, the fse found the instrument inoperable with "single tube presentation could not find home" error messages in the error log. The fse noted that tubing at pm206 (fmi pump) was disconnected and 10ml of diluent / clenz had spilled and contained within the instrument. The fse was wearing a lab coat, gloves, mask, and protective eyewear. There was no direct contact with the leak. The fse repaired the tubing connection to pm206 (vcs diluent pump) and found the spilled fluid had damaged the single presentation home sensor which caused the instrument to be inoperable. The fse replaced the sensor and performed extensive system cleaning and verified daily checks and that the instrument was within specifications. (B)(4).

Event description:
The customer reported initial daily checks on the unicel dxh 800 coulter cellular analysis system failed for white blood cell (wbc) and platelet (plt). Upon rerun, daily checks passed but the instrument generated "single tube presentation could not find home" error message. No erroneous results were generated in connection with this event. There was no report of death, injury, or change to patient treatment. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.